Manufacturer narrative:
This report is submitted on september 12, 2019.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains insitu.